Manufacturer narrative:
Added reporting source. Date rec'd by MFR: 28mar2019. Added conclusion code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the blower. The customer replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported blower not running. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.